Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported by the contact that the customer's blood glucose (bg) level was 650 mg/dl and a correction bolus was delivered in an attempt to address the bg level. The customer was hospitalized for diabetic ketoacidosis (dka). The customer was treated with an intravenous insulin drip. The high bg and dka were resolved. A pump system check was performed and no device issue was identified. The cannula was not kinked. Although requested, the customer's discharge date was not provided.